Event description:
Happened with 2 female patients: after a surgical intervention, they came back to the hospital because they complained that the staples do not close properly the wound, staples removed when dressing got removed and thus the wound was not closed properly. There was a delay in wound healing. No reported medical intervention.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided.